Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/10/2024, it was reported by a sales representative via (B)(4) that the ar-3373-4002 sheath was dented. This was discovered during the case with no patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-3373-4002 serial/batch number (B)(6) was received for investigation. Functional testing could not be conducted because the shaft was bent, preventing the insertion of the mating part. Visual evaluation found that the shaft was bent. The most probable cause for the reported failure is applying excessive mechanical forces upon insertion/use.